Event description:
It was reported a patient underwent a total knee arthroplasty (B)(6) 2023 and barbed suture was used. While using the product in a dermal suture, the needle tip fell during suture, but fell into a body part where it could be removed immediately. The needle tip was retrieved. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please provide the lot number: unk. What measures were taken to retrieve the broken piece?: unk. Was there any additional tissue damage as a result of searching for the needle piece?: no. Please perform and document the follow-up attempt for product return.: we regularly contact with sales rep about the device returning. Quantity to return from 1 to 0. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.